Event description:
The reporter stated the surgeon attempted to insert a 13.2mm micl13.2 implantable collamer lens but the icl tore while the surgeon was advancing the icl through the cartridge. There was no patient contact.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found pieces torn off and missing from both haptics. There was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.